Event description:
It was reported that a pump did not pass an occlusion test. Baxter was unable to obtain additional information from the customer in order to understand which occlusion test was failed.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval was unable to confirm a failed occlusion test. Upstream occlusion and downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing. The unit also passed additional upstream occlusion and downstream occlusion tests. No malfunction could be identified.